Manufacturer narrative:
The sample was returned to siemens. The results of testing by the manufacturer is consistent with interference from a heterophilic antibody. The dimension cardiac troponin I IFU states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were consistently obtained on a patient sample. The results were reported to the physician. It is unknown if the physician questioned the results. The sample was tested by an alternate methodology and the result was negative. It is unknown if patient treatment was altered or prescribed. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.